Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement. The remote service engineer had the customer attempt a touchscreen calibration. The touchscreen calibration failed at the lower target with a "bad touch detected" message. The remote service engineer provided the customer with the replacement part number for the touchscreen. The customer replaced the touchscreen, which resolved the problem. The device passed all performance verification tests and was released for clinical use.